Manufacturer narrative:
A ge service representative performed an onsite investigation. The biomed representative replaced the hard disk drive with a second source and delivered the fdd and cmos clock battery for installation by biomed. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.